Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, patient had blurry visual acuity, the lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason was residual astigmatism. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the lens was exchanged with company similal model lens but half diopter less value indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.